Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor gel implants, suffered bilateral breast implant ruptures, post-procedure. As a result, the patient underwent bilateral removal and replacement on march 6, 2006. The replacement devices were the following: (left) 600cc mentor memorygel breast implant catalog: 3546007 lot: 5595249 sn: (B)(4) and (right) 600cc mentor memorygel breast implant catalog: 3546007 lot: 5595249 sn: (B)(4). This medwatch form is for the left breast prosthesis.